Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The issue of increased intraperitoneal volume (iipv) was confirmed in the logs but not duplicated during pal evaluation. The cause was determined to be insufficient drain - one or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. Review of the service dates and activities revealed the previous return of the device was not for the reported problem of an iipv. The device met specifications. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2010 during drain cycle 4. The programmed fill volume was 2000ml and the ultrafiltration (uf) was 1379ml. This uf meets baxter's iipv criteria. No patient injury or medical intervention was reported.